Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to heart failed after the surgery. The cause of death was coding on her heart, hardening of blood vessels on her leg after the surgery due to medication for pain customers blood glucose was raised and after coding so many times she died with the recall of the insulin pump. The caller stated that the customer had hardening of blood vessels on her leg that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at the time of death. The customer was suspended the insulin pump and get her back on after. The caller declined to return the insulin pump for analysis.